Event description:
Additional information received: per surgeon's procedure note, there was a small amount of dark staining adjacent to the t10 rod connectors suggestive of metallosis which would be consistent with mechanical loosening. There was no obvious metallosis at the t5-t7 regions where the accessory rods were located. At the cervico thoracic junction one of the right sided cervical-thoracic rods was not grossly loose but with grasping it with heavy needle driver could rotate the connector which also demonstrated mechanical loosening.

Manufacturer narrative:
B5: additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study name (B)(6). It was reported that patient had loosening of hardware in spine. Hardware failure. Mechanical loosening of axial connectors and dominos. The procedure on (B)(6)2025 is exploration of fusion mass cervical 7-thoracic 10, possible reinstrumentation and revision fusion for mechanical loosening. The patient has been experiencing mechanical symptoms including audible and palpable noise emanating from mid- to upper-thoracic spine with turning/twisting or rolling over in bed. Patient is now able to reproduce this noise with standing and walking. Given the motion within hardware as evidenced by audible sound of metal-on-metal motion this warrants surgery to address hardware loosening. After surgeon¿s discussion with the patient, they agreed upon proceeding with surgery for exploration of fusion mass and likely revision instrumentation to address hardware loosening of the cervicothoracic spine. Investigator assessment: causal relationship to study procedure and medtronic cst device. Sponsor assessment: causal relationship to study procedure and not related to study device. Ae resulted in new hospitalization and additional spinal surgery. The date ae first determined to be an sae - (B)(6)2025. Levels involved were t-3, t4, t5, t6, t7, t8, t9. Surgical debridement of wound was performed during the reoperation.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.